Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they had a stroke after having had surgery. The customer's blood glucose level was over 400mg/dl. The customer's most current level was 468mg/dl. The customer was requesting the trainer contact customer for assistance manipulating the pump. Troubleshoot was not conducted due to call disconnecting.